Event description:
The customer originally reported that the device did not work and there was no patient injury. The device was received for investigation with the jaw broken at crimp and disengaged from the device. Nothing fell into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). Visual inspection found that one of the jaws was loose. The customer's report that the device did not activate was confirmed. The wire to the jaw broke at the crimp causing the reported event that the device could not be activated. The damaged jaw wire is the root cause of the reported event. The defect is attributed to handling damage. The electrode had been used indicating it passed covidien's functional testing but failed during use. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.